Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient alleged that with her previous device, while a pain management physician was performing nerve stimulation on her back and lower neck she received a shock and experienced syncope. The patient noted that she was unconscious for 11 seconds. She also noted that at times she felt strange while her son was working on her car. The patient did not disclose when this issue occurred over the time that the pacemaker was implanted. This pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.